Event description:
During a hysterectomy procedure, when the physician was cutting the infundibulum of ovarian tube with the subject device, the device stopped output and an error displayed on usg-400. The physician observed the broken probe (not falling off) on the monitor. Because the physician withdrew the subject device from the pt body due to the error display, the piece of probe did not fall off inside the pt's body. The physician replaced the device with a similar device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe of the device broke down at 13mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of the eval, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the generator (usg-400) displayed the probe damage error and stopped the output and alarmed. The physician withdrew the subject device as directed. Consequently, during handling or shipping the device outside the pt's body, the probe broke due to the stress by touching physically. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2013-00320 and 8010047-2013-00322.